Event description:
It was reported that out of range issues occurred intermittently between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. No additional information was provided. A replacement transmitter was sent to the customer to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.